Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 02-apr-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro. It was reported that when the qdot micro catheter was taken out of the body, they discovered that there was blood stuck near the compression string of the catheter. The blood was within the catheter tip and there was a break in the adhesive on the catheter. There was an opening between the proximal electrode and the tip and the staff of the catheter. Additional information was receivedthe blood was found inside the pebax. Unknown if the catheter pebax was physically broken, but no forces sensing issues. The device evaluation was completed on 14-apr-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and microscopy examination of the returned device were performed following j&j procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The damage on the pebax's surface could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The foreign material issue reported by the customer was confirmed. The potential cause of the issue is due to an unintended use error caused or contributed to the event. The instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro and there was an opening between the proximal electrode and the tip and the staff of the catheter. It was reported that when the qdot micro catheter was taken out of the body, they discovered that there was blood stuck near the compression string of the catheter. The blood was within the catheter tip and there was a break in the adhesive on the catheter. There was an opening between the proximal electrode and the tip and the staff of the catheter. They flushed the catheter, but the blood would not come off of the catheter. When the catheter was replaced, the procedure continued. There were no patient complications. Additional information was received. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The blood was found inside the pebax. Unknown if the catheter pebax was physically broken, but no forces sensing issues. Did not experience rise in temperature nor irrigation issues during the procedure. No error message from carto or the generator.

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).